Manufacturer narrative:
This report is being filed on an international product, list number 06c36-77 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag result which inconsistent with historical results for one patient. The results provided were: on (B)(6) 2023 initial=0.00 iu/ml (< 0.05 iu/ml=reactive) /repeated twice=0.00 iu/ml /previous history on roche platform=6.53 (positive) /hbv-dna=3.80 e+01 iu/ml (positive) (lower quantitative limit: 1.00e+01) there was no reported impact to patient management.

Event description:
The customer observed false nonreactive architect hbsag result which inconsistent with historical results for one patient. The results provided were:on (B)(6) 2023, initial=0.00 iu/ml (< 0.05 iu/ml=reactive) /repeated twice=0.00 iu/ml /previous history on roche platform=6.53 (positive) /hbv-dna=3.80 e+01 iu/ml (positive) (lower quantitative limit: 1.00 e+01) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of architect hbsag, reagent lot 45646fn01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of 12 months of complaint data did not identify any non-statistical trends or any atypical complaint activity associated with this described issue. Trending review determined no trend for the issue for the product. Return testing was not completed as returns were not available. In-house specificity testing was performed with a lot 45637fn01 stored at the recommended storage condition. Lot 45637fn01 was manufactured using the same bulks as likely cause lot 45646fn01. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Based on the investigation no product deficiency was identified for the architect hbsag reagent, lot 45646fn01. Further information provided on 15may2023: updated section d4 suspect medical device lot number changed to 45646fn01 from 45464fn01.